Event description:
It was reported during a procedure the teflon pad of the ultrasonic scalpel melted and produced white flakes in the patient's abdomen. Not all of the white flakes were removed. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. However pictures of the device and surgical site did reveal an indention in the teflon pad and white particles in the surgical site. This type of teflon pad damage is typically caused by activating the device without tissue between the closed jaws. The instructions for use (IFU) state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." The reported event is not occurring more frequently or with greater severity than is usual for the device.